Event description:
Pt had mastectomy with reconstruction and approx. 10 days post-op the implant was malpositioned and somewhat deflated. She returned to surgery for removal of expander with replacement with a new tissue expander.